Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) and endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The vp and ec were analyzed and both subcomponents were found to have electrical/fiberoptic defects resulting in the components not functioning during testing. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of the failure analysis testing.

Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) with no patient on the table and reported system encountered error #319. Prior to call, customer power cycled the system without improvement. Tse confirm the error #319 in the logs pointing to endoscope controller (ec). Tse guided customer to reset the ec power cable, main switch, orange fiber, and grey fiber on video processor (vp) and also to hard power cycle the system but the issue still persisted. Tse asked customer to check if the ec was on by checking the blue led on the front of the vision side cart (vsc) and customer confirmed it was on. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was aborted to another dv system with no reported injury.